Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported while using the infusion set she noticed the cannulas would bend and not insert into the skin causing the insulin to pool, leak, and then her blood glucose would go up. Pt stated, her blood glucose level was around 200-300 mg/dl while using the infusion set. Pt's normal blood glucose is around 180 mg/dl. Pt reported, she would change the infusion site more often than she was supposed to. Pt stated, an hour after placing it in her body; she would notice the rise in her blood glucose and then remove the infusion site and see the bent cannula. Pt reported, the adhesive wasn't as sticky as her previous infusion set type. Pt uses the insertion assist plus device to place the infusion set in her body. Pt stated, she noticed the issue 1 hour after inserting the infusion set. Pt reported, she changed the type of infusion set she used and it has resolved her issues. Pt stated, she experienced these issues more than once. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.